Event description:
It has been reported that one bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tube has been found experiencing underfill after use. The following has been provided by the initial reporter: the tube didn't draw sufficient volume of blood.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through a CAPA #260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tube has been found experiencing underfill after use. The following has been provided by the initial reporter: the tube didn't draw sufficient volume of blood.